Event description:
It was reported on an unknown date a patient presented with mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted. The following day the patient experienced bleeding.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.